Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device code: removed the code for missing components and replaced with break. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When surgeon's case finished (total hip arthroplasty),and the instruments came through the washer/sterilizer, they noticed the black handle of the 3-piece, angled, cup inserter had a cracked in it. A piece of the black plastic was missing, and must have gone down the washer/sterilizer drain, because it was all in one piece for the surgery. To recap: one total hip surgery. One instrument involved, an angled cup inserter ref.#920010029, did not recover the missing piece from the washer/sterilizer, the inserter was fine for the surgery and the cracked handle was discovered post-surgery, surgeon did not complaint because the inserter worked fine during the surgery.